Manufacturer narrative:
Inspection of the device found corrosion on the pcb assembly and commutator cap. Fluid evidence was also observed on the outside of the reservoir and the ratchet gear. Initial attempts to download the data from the pod were unsuccessful as all three battery voltages were measured to be lower than expected. An external power supply was required to retrieve pod data. The pod generated an 0x3d alarm, indicating step sensor asserted before wire driven. No timeouts or drive stalls occurred; however, a rotational sensor abnormality occurred at the end of the runtime due to fluid ingress on the commutator cap. Inspection of the fluid path found fluid to be leaking from a hole in the reservoir fill port. The reservoir was found to have a hole at the bottom end of the fill port, resulting in an internal leak, low battery voltages, corrosion, rotational sensor malfunction, and the 0x3d alarm. The reservoir damage and subsequent leak are confirmed as the source of the hazard alarm. It could not be determined when or how this damage occurred. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.3, hardware: iphone16.1, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours. The pod generated a hazard alarm during bolus. The device investigation observed a reservoir damage and fluid leakage that resulted in corrosion during testing.